Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was removed as it did not work due to fluid loss. A new inflatable penile prosthesis was implanted. No patient complications were reported.